Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was returned to synthes and investigated under related complaint, (B)(4). The results of this investigation will be reported in a supplemental report for (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional device product code is hwc. (B)(4). Initial date of implant is unknown and reported only as ¿last year¿ (2016). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: mar 27, 2015. Expiration date: mar 1, 2025. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2017 due to proximal femoral nail antirotation (pfna) blade migration and collapse (telescoping)of the fracture site. The revision surgery was delayed 15 minutes because of the blade replacement. The patient and surgical outcome were not available for reporting. The patient was initially implanted on an unknown date last year with a proximal femoral nail antirotation (pfna) system to treat a trochanteric fracture. This report is 1 of 1 for (B)(4).